Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the performed a self test and the display turned white. Customer¿s blood glucose level was unknown. Customer also reported that insulin pump had hardware low level failure alarm in the past weeks. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segments/partial display due to moisture damage on the electronic and motor assemblies. Unable to perform the displacement test and self test or verify pump error 63 due to missing segments/partial display.